Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that when the patient woke up from her initial implant surgery on (B)(6) 2010, she had sciatic pain. The catheter was placed in the l4 and l5 area. After 5 years of people telling her that the catheter would not cause this pain of sciatica, the patient found a healthcare professional to move the catheter. In (B)(6) 2017, the pump was replaced due to normal battery depletion and at that time a new catheter was implanted at a different location and she had not had the issue since. No further complications have been reported as a result of this event.